Event description:
Complaint #(B)(4). It was reported that anchors on 3 individual slings broke during the procedure. Associated mdrs: 1018233-2013-02676, 1018233-2013-02675.

Manufacturer narrative:
This information has previously been submitted via report #1018233-2013-02675. However, two devices were included on the report. This report is for the second device and a correction will be made to report #1018233-201302675 to reflect a single device. The reported event is confirmed; however, the root cause is unknown. Inspection noted that the post had broken off of the fixed anchor on the mesh implant. The broken post was not returned with the sample. The root cause is possibly due to excessive force used during the surgical procedure. The instructions for use state in the adverse events: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure. Urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant. Perforations or lacerations of vessels, nerve, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure. Irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).